Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had an allergic reaction to the glue that the physician used during the implant procedure. The patient underwent a spinal cord stimulator (scs) system explant procedure. No device malfunction suspected. The explanted devices will not be returned as they were discarded by the medical facility.